Manufacturer narrative:
The reported event of impedance problem was not confirmed. A complete lead with a stylet and stylet guide was returned in one piece. No anomalies were detected through electrical testing, x-ray examination, or visual inspection of the lead.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited an impedance problem. The ra lead was not used. The physician continued with another ra lead and completed the procedure. The patient was in stable condition.